Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer stated that the trueresult glucose monitor displayed 81 mg/dl fasting. Customer stated that his normal blood glucose levels range in between 120 and 135 mg/dl - fasting. Strip expiration date is 04/17/2018 and strip open date is (B)(6) 2015 strip storage is not correct. Reviewed meter memory: 99mg/dl (B)(6) 2015 05:15:00 am fasting:yes; 103mg/dl (B)(6) 2015 11:00:00 pm fasting:yes; 105mg/dl (B)(6) 2015 06:10:00 pm fasting:yes; 100mg/dl (B)(6) 05:03:00 am fasting:no; 107mg/dl (B)(6) 2015 04:57:00 am fasting:yes.